Event description:
Reporter indicated that pt began experience problems with sleep apnea after vns implant. It was reported that the pt recently experienced an event where they developed "some kind of apnea". The pt was sitting awake in a chair and started shaking, but not in a manner that was consistent with the seizures as seen before. The pt's caregiver helped them to the floor and tried to soothe them during this event. It was not reported how long this event lasted or if intervention was required. Device settings were reportedly adjusted after the event. It is not known whether the pt had sleep apnea prior to vns implant. It was reported that the pt was "a non-functional pt" and that every time they had been in the neurologist's office prior to vns implant they were never awake, investigation to date has been unable to determined the cause of the reported event as no response has been received to manufacturer's requests for additional information from treating neurologist.